Manufacturer narrative:
The reported single gripper actuation issue was confirmed during the returned device analysis as it was observed that the gripper cover was caught in the harness resulting in lowering difficulty of one gripper arm. After the lock lever was advanced to lock the clip, the harness released the gripper cover and the gripper arm could then be lowered as intended. The observed irregular appearance was due to the gripper cover getting caught in the harness. The reported failure to grasp the leaflets and poor image resolution could not be replicated in a testing environment as these were related to patient/procedural conditions. The clip introducer was observed to be deformed. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the available information, the reported poor image resolution was due to patient anatomy. The reported failure to grasp the leaflets was due to procedural conditions because of challenging anatomy and challenging imaging. Based on the information reviewed, a potential product issue was identified due to the observed irregular appearance resulting in the single gripper actuation issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system device referenced is filed under separate medwatch report number na.

Event description:
This is filed to report a gripper actuation issue. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Prior to inserting the devices, it was noted the patient had a challenging valve and the physician knew they may not be able to implant a clip. One ntw was inserted and advanced into the left atrium (la). Once in the la, the physician was unable to get the clip to move perpendicular to the valve coaptation for grasp even though he had rotated the handle over 180 degrees. The physician decided to remove the device and replaced it. Once outside the anatomy, the physician tried to rotate the clip, but initially the clip would not move. After further rotation, the clip would dramatically move into a half turn position. It was noted the clip was prepared per the instructions for use (IFU). A new ntw clip was inserted and grasping was performed. However, after the leaflets were grasped, the gradient increased to 7mmhg. The clip was repositioned, but after grasping, it was observed the anterior leaflet was very mobile. It was noted that imaging was challenging due to the patient anatomy. Due to the imaging it was hard to see if the anterior gripper was lowering and raising. Troubleshooting was performed, and it was determined that the grippers were not functioning properly. Therefore, the physician decided to remove the clip and discontinue the procedure. The mean pressure gradient returned to baseline. Mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.